Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to observations of oversensing with no pacing inhibition, high out of range pace impedance measurements greater than 2000 ohms and high pacing thresholds. There were no additional adverse patient effects.